Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high as compared to two other devices. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(4) 2011. The mss was advised by the patient that she is a type ii diabetic, who tests at least eight times a day and whose normal readings are usually in the "100's mg/dl" range. The patient stated that she manages her diabetes with the insulin pump. The patient informed the mss that on (B)(6) 2011, between 12:30pm and 1:00pm, she obtained a blood glucose result of "300 mg/dl" with the lfs meter, "400 mg/dl" on a freestyle meter, and "500 mg/dl" on another lfs device, performed within 30minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Approximately twenty-five minutes after the alleged product issue occurred, the patient claimed to have developed symptoms of feeling "lightheaded, dizzy and sick to the stomach," all of which the patient confirmed as her "usual symptoms for high sugars." Ten minutes later, the patient stated that she took her normal dose of humalog and lantis (from her insulin pump) and shortly after, "felt better." At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the meter was set to the correct unit of measurement. The cca noted that the patient did not have control solution available. Replacement products have been sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient's symptoms and treatment correlated with the reported lfs meter results. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan (lfs) product analysis on october 5, 2011 with the following findings: the meter has passed testing with no faults found. The test strips have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.the 510(k) # is k073231.